Event description:
The product was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the cartridge disengaged into the pt's cavity. The surgeon performed a laparotomy to complete the procedure. The hospital has reported the pt's condition is satisfactory.